Manufacturer narrative:
Investigation completed 12/7/2017. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. It was reported by the customer that the product was thrown away after the case. The DHR review was not performed because no lot number was provided. No root cause could be determined.

Event description:
The customer was using the cusa excel with the transsphenoidal tip for a pituitary tumor on (B)(6) 2017. The tip was heating up. The machine and handpiece was changed. The irrigation was increased, and the tissue select was turned down, but the tip still was too hot to the touch. Additional information was received on (B)(6) 2017 with the following: no patient injury or death alleged, and the event lead to a 30-minute increase in surgery time.